Event description:
It was reported that "1 central venous catheter was inserted in 71 yo male patient on (B)(6) 2025. Leakage from device observed each time patient was moved into an upright position. Removed on (B)(6) 2025." The device was replaced. There was no clinical consequences. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed. Visual analysis did not reveal any defects or anomalies on the catheter. The catheter body length measured 168mm, which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 0.095", which is within the specification limits of 0.094"-0.098" per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". All three extension lines were flushed with a lab inventory syringe. Biological material was observed exiting the distal lumen; however, no leaking or blockages were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev16) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The extension lines were connected to a leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter. This confirms that the sample is functional. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within the respective luer hub. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter body was not confirmed through investigation of the returned sample. The catheter passed all visual, dimensional, and functional tests. A leak test was performed per iso 10555-1 and no evidence of leaking was observed on any section of the catheter. Based on the customer report and functional testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.